Event description:
It was reported that the pump touch screen was unresponsive. Customer's blood glucose (bg) was 512 mg/dl. A correction bolus was delivered to address bg level. A manual insulin injection was administered to address bg level. The customer reverted to manual injections for insulin therapy.